Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration,malposition of essure device location of device: unknown exactly where the device migrated to, only that it was the left coil that was malpositioned due to the device migrating,"), pelvic pain ("pain") and lupus-like syndrome ("autoimmune disorder type of disorder: lupus-lupus like symptom") in a (B)(6)-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence for renal or ureteral stones. No hydronephrosis is present on either side. Questionable malpositioning due to migration of the leftsided contraceptive coil. No indirect signs of tissue injury are present. Correlate with clinical findings. Mild fatty infiltration of the liver. Previously administered products included for an unreported indication: iud mirena from 2002 to 2006. Concurrent conditions included depression since (B)(6) 2012, diabetes since (B)(6) 2012, gerd since (B)(6) 2012, restless leg syndrome since (B)(6) 2012, numbness since (B)(6) 2014, neuralgia since (B)(6) 2014, insomnia since (B)(6) 2012, polyarthralgia since (B)(6) 2012, ear pain, vomiting, numbness in face, tingling sensation (tongue and lips onset 2 days ago,), pain in ear, blurry vision, rash, paraesthesia oral, diabetes mellitus (type ii diabetes mellitus,), gastroesophageal reflux disease, cerebrovascular accident, antinuclear antibody positive, shoulder pain (and knees), joint swelling, fever, alopecia, mouth ulcer, nasal ulcer, malar rash, photosensitivity, raynauds, stroke, hyperlipidemia, chest pain, appetite disorder, concentration impaired, sleep disturbance, sinus disorder, blood glucose abnormal, flank pain, ovarian cyst, periumbilical pain, infrequent bowel movements, constipation, hyperglycemia, major depression, allergic rhinitis, transient ischemic attack, cerebral infarction, conversion disorder, vaginal discharge, diverticulosis, cholelithiasis, hepatic steatosis and bloating. Concomitant products included bupropion (wellbutrin) since (B)(6) 2012, hydrocodone since (B)(6) 2014, hydroxychloroquine phosphate (plaquenil) since (B)(6) 2015, ibuprofen (motrin) since 1992, leflunomide since (B)(6) 2014, meloxicam since (B)(6) 2014, metformin since (B)(6) 2012, naproxen since (B)(6) 2014, panadeine co (tylenol #3) since 1992, tramadol since (B)(6) 2014 and venlafaxine (effexor) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), the first episode of migraine ("migraines / headaches,"), headache ("migraines / headaches,"), sinus tachycardia ("sinus tachycardia") and tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, 5 years after insertion of essure, the patient experienced eye disorder ("eye problem") and visual impairment ("vision problem"). In (B)(6) 2014, the patient experienced lupus-like syndrome (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and memory impairment ("neurological conditions or problems type: memory problems,"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain and polycystic ovaries ("polycystic ovarian syndrome"). On an unknown date, the patient experienced back pain ("severe back pain"), the second episode of menorrhagia ("excessive menstrual cycles and abnormal symptoms"), fatigue ("fatigue"), the second episode of migraine ("migraines"), mood altered ("hormonal changes describe: moodiness,") and crying ("crying"). The patient was treated with surgery (abdominal diagnostic laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, the last episode of menorrhagia, the last episode of migraine, mood altered, crying, anxiety, lupus-like syndrome, headache, sinus tachycardia, nausea, tooth disorder, memory impairment, eye disorder, visual impairment, alopecia, polycystic ovaries, urinary tract disorder and bladder disorder outcome was unknown, the fatigue, vaginal haemorrhage and depression had not resolved and the urinary tract infection had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, crying, depression, device dislocation, eye disorder, fatigue, headache, lupus-like syndrome, memory impairment, mood altered, nausea, pelvic pain, polycystic ovaries, sinus tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: following placement of the implant on the left, 4 coils were visible protruding into the uterine cavity and on the right 7 coils were visible protruding into the uterine cavity. On (B)(6) 2016 according to medical records, the plaintiff had abdominal diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion us transvaginal impression endometrial thickness of 13.1 mm. Fallopian tube closure devices in the bilateral corneal region. Normal ovaries. Most recent follow-up information incorporated above includes: on 12-sep-2018: plaintiff fact sheet and mr received, new reporter and patient relevant information , lab data, essure start date, indication, lot number, concomitant medication, events moodiness, crying, abnormal bleeding (vaginal, menorrhagia), utis, depression and anxiety, lupus like symptoms, bladder or urinary problems or changes, migraines / headaches, sinus tachycardia, nausea, dental problems, memory problems, pain, vision/eye problems, polycystic ovarian syndrome and hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration,malposition of essure device location of device: unknown exactly where the device migrated to, only that it was the left coil that was malpositioned due to the device migrating,"), pelvic pain ("pain") and lupus-like syndrome ("autoimmune disorder type of disorder: lupus-lupus like symptom") in a 34-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence for renal or ureteral stones.no hydronephrosis is present on either side. Questionable malpositioning due to migration of the leftsided contraceptive coil. No indirect signs of tissue injury are present. Correlate with clinical findings. . Mild fatty infiltration of the liver. Previously administered products included for an unreported indication: iud mirena from 2002 to 2006. Concurrent conditions included depression since february 2012, diabetes since february 2012, gerd since february 2012, restless leg syndrome since february 2012, numbness of upper extremities since (B)(6)2014, post herpetic neuralgia since (B)(6)2014, insomnia since february 2012, polyarthralgia since (B)(6)2012, ear pain, vomiting, numbness in face, tingling sensation (tongue and lips onset 2 days ago,), pain in ear, blurry vision, rash, paraesthesia oral, diabetes mellitus (type ii diabetes mellitus,), gastroesophageal reflux disease, cerebrovascular accident, antinuclear antibody positive, shoulder pain (and knees), joint swelling, fever, alopecia, mouth ulcer, nasal ulcer, malar rash, photosensitivity reaction, raynauds, stroke, hyperlipidemia, chest pain, appetite disorder, concentration impaired, sleep disturbance, sinus disorder, blood glucose abnormal, flank pain, ovarian cyst, periumbilical pain, infrequent bowel movements, constipation, hyperglycemia, major depression, allergic rhinitis, transient ischemic attack, cerebral infarction, conversion disorder, vaginal discharge, diverticulosis, cholelithiasis, hepatic steatosis and bloating. Concomitant products included bupropion (wellbutrin) since february 2012, hydroxychloroquine phosphate (plaquenil) since april 2015, ibuprofen (motrin) since 1992, leflunomide since march 2014, meloxicam since march 2014, metformin since february 2012, naproxen since february 2014, panadeine co (tylenol #3) since 1992, procet (hydrocodone/acetaminophen) since march 2014, tramadol since march 2014 and venlafaxine (effexor) since february 2012. On (B)(6)2010, the patient had essure inserted. In october 2011, the patient experienced alopecia ("hair loss"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2012, the patient experienced migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches"), sinus tachycardia ("sinus tachycardia") and tooth disorder ("dental problems"). In january 2013, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms / abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In march 2014, the patient experienced nausea ("nausea"). On (B)(6)2014, 5 years after insertion of essure, the patient experienced eye disorder ("eye problem") and visual impairment ("vision problem"). In september 2014, the patient experienced lupus-like syndrome (seriousness criterion medically significant). In february 2015, the patient experienced anxiety ("anxiety") and memory impairment ("neurological conditions or problems type: memory problems,"). In december 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). In january 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain and polycystic ovaries ("polycystic ovarian syndrome"). On an unknown date, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), mood altered ("hormonal changes describe: moodiness,") and crying ("crying"). The patient was treated with surgery (abdominal diagnostic laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, menorrhagia, migraine, mood altered, crying, anxiety, lupus-like syndrome, headache, sinus tachycardia, nausea, tooth disorder, memory impairment, eye disorder, visual impairment, alopecia, polycystic ovaries, urinary tract disorder and bladder disorder outcome was unknown, the fatigue, vaginal haemorrhage and depression had not resolved and the urinary tract infection had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, crying, depression, device dislocation, eye disorder, fatigue, headache, lupus-like syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, polycystic ovaries, sinus tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: following placement of the implant on the left, 4 coils were visible protruding into the uterine cavity and on the right 7 coils were visible protruding into the uterine cavity. (B)(6)2016 according to medical records, the plaintiff had abdominal diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion us transvaginal impression. 1. Endometrial thickness of 13.1 mm. 2. Fallopian tube closure devices in the bilateral corneal region. 3. Normal ovaries . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration,malposition of essure device location of device: unknown exactly where the device migrated to, only that it was the left coil that was malpositioned due to the device migrating,"), lupus-like syndrome ("autoimmune disorder type of disorder: lupus-lupus like symptom") and blindness ("vision/eye problems - type: lost vision") in a 34-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence for renal or ureteral stones.no hydronephrosis is present on either side. Questionable malpositioning due to migration of the leftsided contraceptive coil. No indirect signs of tissue injury are present. Correlate with clinical findings. Mild fatty infiltration of the liver. Previously administered products included for an unreported indication: iud mirena from 2002 to 2006. Concurrent conditions included depression since (B)(6) 2012, diabetes since (B)(6) 2012, gerd since (B)(6) 2012, restless leg syndrome since (B)(6) 2012, numbness of upper extremities since (B)(6) 2014, post herpetic neuralgia since (B)(6) 2014, insomnia since (B)(6) 2012, polyarthralgia since (B)(6) 2012, ear pain, vomiting, numbness in face, tingling sensation (tongue and lips onset 2 days ago,), pain in ear, blurry vision, rash, paraesthesia oral, diabetes mellitus (type ii diabetes mellitus,), gastroesophageal reflux disease, cerebrovascular accident, antinuclear antibody positive, shoulder pain (and knees), joint swelling, fever, alopecia, mouth ulcer, nasal ulcer, malar rash, photosensitivity reaction, raynauds, stroke, hyperlipidemia, chest pain, appetite disorder, concentration impaired, sleep disturbance, sinus disorder, blood glucose abnormal, flank pain, ovarian cyst, periumbilical pain, infrequent bowel movements, constipation, hyperglycemia, major depression, allergic rhinitis, transient ischemic attack, cerebral infarction, conversion disorder, vaginal discharge, diverticulosis, cholelithiasis, hepatic steatosis and bloating. Concomitant products included amitriptyline from (B)(6) 2018 to (B)(6) 2018, bifidobacterium bifidum;bifidobacterium infantis;bifidobacterium lactis;lactobacillus acidophilus (walgreens 4 strain probiotic) since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2012, codeine phosphate;paracetamol (tylenol with codeine no.3) since 1992, diclofenac from (B)(6) 2017 to (B)(6) 2018, doxycycline (monocycline) from (B)(6) 2016 to (B)(6) 2016, doxycycline hyclate from (B)(6) 2013 to (B)(6) 2013, escitalopram from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;norgestimate (mononessa) from (B)(6) 2016 to (B)(6) 2016, etodolac since 2004, fluticasone from (B)(6) 2016 to (B)(6) 2018, folic acid from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2014 to (B)(6) 2014, glibenclamide (glyburide) from (B)(6) 2013 to (B)(6) 2013, glipizide from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2014, hydroxychloroquine phosphate (plaquenil) since (B)(6) 2015, hydroxychloroquine from (B)(6) 2014 to (B)(6) 2018, ibuprofen (motrin) since 1992, insulin degludec (tresiba) since (B)(6) 2016, leflunomide since (B)(6) 2014, lisinopril from (B)(6) 2017 to (B)(6) 2018, meloxicam since (B)(6) 2014, metformin since february 2012, metoprolol tartrate from (B)(6) 2015 to (B)(6) 2017, minocycline from (B)(6) 2014 to (B)(6) 2017, mometasone from (B)(6) 2017 to (B)(6) 2018, montelukast from (B)(6) 2017 to (B)(6) 2018, naproxen since (B)(6) 2014, ondansetron from (B)(6) 2016 to (B)(6) 2017, ranitidine from (B)(6) 2014 to (B)(6) 2017, ropinirole from (B)(6) 2013 to (B)(6) 2017, spironolactone from (B)(6) 2016 to (B)(6) 2016, tramadol since (B)(6) 2014, trazodone from (B)(6) 2017 to (B)(6) 2018, venlafaxine hydrochloride (effexor) since (B)(6) 2012, vitamin d nos (vitamin d) from (B)(6) 2014 to (B)(6) 2015 and zolpidem from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraines"), mood altered ("hormonal changes describe: moodiness"), crying ("hormonal changes describe: crying"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems - condition: anxiety"), headache ("headaches"), sinus tachycardia ("blood or heart disorder / condition - type: sinus tachycardia") and tooth disorder ("dental problems"). In january 2013, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms / abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced blindness (seriousness criterion medically significant) and vision blurred ("vision/eye problems -type: blurred vision"), 4 years after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced lupus-like syndrome (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced memory impairment ("neurological conditions or problems type: memory problems,"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain and polycystic ovaries ("polycystic ovarian syndrome"). On an unknown date, the patient experienced back pain ("severe back pain") and abdominal distension ("bloating"). The patient was treated with surgery (abdominal diagnostic laproscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, lupus-like syndrome, blindness, back pain, menorrhagia, migraine, mood altered, crying, anxiety, headache, sinus tachycardia, nausea, tooth disorder, memory impairment, vision blurred, alopecia, polycystic ovaries, urinary tract disorder, bladder disorder and abdominal distension outcome was unknown, the fatigue, vaginal haemorrhage and depression had not resolved and the urinary tract infection had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, blindness, crying, depression, device dislocation, fatigue, headache, lupus-like syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, polycystic ovaries, sinus tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: following placement of the implant on the left, 4 coils were visible protruding into the uterine cavity and on the right 7 coils were visible protruding into the uterine cavity. (B)(6) 2016 according to medical records, the plaintiff had abdominal diagnostic laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1. No acute abnormalities in the brain. 2. Severe sinusitis which could be of significance in this patient with history of headache. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan - on an unknown date: 1. Endometrial thickness of 13.1 mm 2. Fallopian tube closure devices in the bilateral corneal region 3. Normal ovaries; on (B)(6) 2016: no evidence of acute intra-abdominal process. Gallstones without evidence of cholecystitis; on (B)(6) 2016: right-sided ovarian cysts and a small amount of pelvic free fluid. 2. Complex masses arising from the left ovary most likely representing proteinaceous or hemorrhagic cysts. 3. Prominent endometrium with a small amount of endometrial fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received : event visual impairment updated to blindness and event eye disorder updated to vision blurred. New event of bloating added. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.